Manufacturer narrative:
(B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was used during a robotic hysterectomy, midureteral slings procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician punctured the bladder of the patient by one of the needles. Subsequently, a urologist was called to treat the perforation. The device implantation was then reportedly cancelled. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.